Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2011-05097. The patient received her scs trial system on (B)(6) 2011 with two percutaneous leads (from different lots). It was reported that the patient could not feel any stimulation. The patient tried all 6 programs. Two showed "open circuit" and one program gave her a sensation but it was painful. The remaining programs would turn all the way up on the amplitude but she could not feel stimulation. The trial stimulator was not dropped and she did not catch the lead or cable on anything. Upon the trial completion and lead removal the doctor found that one of the patient's leads had pulled out, causing her loss of stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.